Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the device probe was broken 12 mm from the tip. There was a scratch around the broken part of the probe. When observing the fracture surface of the probe, it was found that cracks had grown from the scratches. The tissue pad was worn. There was no peeling of the tissue pad noted. The user¿s complaint of peeling of tissue pad was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation of the issue of peel damage to the tissue pad of the device during an unknown therapeutic procedure. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted. The functional mode was seal and cut: 1 seal: 3. The intelligent tissue monitoring (itm) functionality was on during the procedure. Upon evaluation of the returned device, the device probe was found to be broken 12 mm from the tip. The breakage of the probe happened during transit as the probe was not broken at the time of shipping. There was no peeling of the tissue pad noted at device evaluation. The tissue pad was worn. This medwatch is being submitted for the issue of the broken probe as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. Also, the probe was scratched. 2. Cracks originated from scratches due to the load applied to the probe for sealing and cutting and gripping the tissue. 3. Some kind of load was applied to the probe during transportation and it broke. This following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.